Manufacturer narrative:
The product was not returned to abbott vascular for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents and/or complaints reported from this lot. There was no damage noted to the guide wire during the inspection prior to use which suggests a product quality issue with respect to manufacture, design or labeling did not contribute to the reported difficulties. Possible factors that may contribute to guide wire breaks/separations can be affected by numerous factors including, but not limited to, manufacturing, guide wire damage, guide wire re-insertions, handing/manipulation, tensile or torsional loads beyond its design limits, entanglement with other devices or anatomical conditions. Based on the limited information provided by the account, the investigation was unable to determine a conclusive cause for the break. It is possible that during advancement the guide wire tip kinked. Further manipulation of the guide wire against the anatomy and/or other devices used ultimately resulted in the tip separation; however, this could not be confirmed. Additionally, the reported treatment appears to be related to the operational context of the procedure as a stent was used to embed the tip into the vessel wall. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that during advancement of the 014 whisper guide wire through the right coronary artery the tip separated. Several removal attempts were made; however, the tip could not be retrieved. An unspecified stent was used to embed the tip into the vessel wall. There was no reported delay in the procedure. No additional information was provided.